Manufacturer narrative:
The investigation for the pump stop has been completed. The impella cp was returned for evaluation. No physical abnormalities were found on the returned product, and the pump passed electrical testing. Upon further inspection, a large purge gap was found which is due to bearing wear. Data logs were reviewed, and a high motor current pump stop with alarm #13 occurred. Multiple attempts were made to restart the pump without success. The root cause of the pump stop was due to bearing wear as pump was run past indicated design life. The instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The pump continuously ran for approximately 12 days. The patient was taken to the catheterization lab for a pump exchange and during weaning, the pump stopped. The pump was unable to be restarted, and the patient was medically managed until a new impella pump was implanted. It was reported there was no harm to the patient as a result of the event.